Event description:
Info rec'd indicates the caster will continue to swivel after the brake is set.

Manufacturer narrative:
The tech replaced the brake bearings and the brake and steer casters to repair the bed.